Event description:
While onsite at the user facility, an olympus representative found the camera head failed to connect. The malfunction occurred during preparation for use in a therapeutic procedure. No patient involvement was reported.

Manufacturer narrative:
Olympus repair center was unable to duplicate the customer's complaint. However, they did find no image displayed due to a faulty cable. Additionally, the rear cover label was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the connection failure was unable to be duplicated. The root cause of the connection failure was unable to be identified. Additionally, the loss of image was likely due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.